Event description:
It was reported that a left ventricular lead was dislodged and pulled back into the atrium post one month of implant. The lead was repositioned successfully and the patient was not symptomatic. The patient was stable before, during and after the procedure.